Event description:
After a one level balloon kyphoplasty the pt had postoperative leg weakness. A CT scan was performed and showed cement in the vertebral body without extravasation. Two weeks later, in the nursing home, the pt got up, stumbled and fell, after which she was "paraplegic." A repeat CT scan showed cement retropulsion into the spinal canal with spinal cord signal change. An emergency surgery was performed via a posterior approach. A mobile piece of cement was found pushing on the spinal cord. Two pieces of cement total were removed but the pt remains paralyzed.

Manufacturer narrative:
H6: method - other: device not returned for evaluation; follow-up conversation with physician reporting event. Conclusion - other: paralysis wa snot directly related to kyphoplasty in this case but was instead related to the fall. However, the presence of bone cement could have contributed to the paralysis. The filing of this report does not constitutue an admission that any device discussed herein caused or contributed to a reportable event. 510(k) # k033801.